Manufacturer narrative:
Section h3: device evaluated by manufacturer: yes device evaluation: the device was not returned at the manufacturing site; therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. Manufacturing record review: per manufacturing records review report, no related deviation, ncmr, nc or CAPA was initiated during the manufacturing process of the reported lot#. All devices meet material, assembly, and performance specifications at the time of product release. Conclusion: as a result of the investigation and based on limited information available, it cannot be determined if there is a product malfunction. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
It was reported that there was residue/smears on the patient interface that was being used for the operative left eye (os). The procedure was completed successfully. There was no patient harm and no medical intervention needed. Additional information was requested from customer to see if the residue/smears was identified in the eye however, no response was received from the customer.